Event description:
It was reported that the ventilator's air gas module was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The technical error 51 and internal temperature high alarm were generated. The air gas module was pointed out as defective and was replaced. The issues have been resolved and the device was delivered to the user in working condition. The air gas module regulates the inspiratory gas flow and gas mixture. Technical error 51 indicates on/off switch error. The on/off switch is neither in on or off position during more than 3 seconds. Internal temperature high alarm indicates that the temperature inside the ventilator is too high. Our conclusion is that the replaced part was the cause of the failure. However, the root cause to why the part failed has not been established as the replaced part was not returned for investigation. A correction of field # d1 brand name and # d4 version or model # was required. D1 ¿ brand name - previous brand name: servo-s, corrected brand name: servo-s base unit d4 ¿ version or model # - previous version or model #: servo-s, corrected version or model #: 6640440 the UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 10/22/2015.

Event description:
Manufacturer's ref. #: (B)(4).